Event description:
It was reported that a 2.5 x 28 mm xience prime stent was implanted on (B)(6) 2014. There were no reported device or procedure issues. It was later noted that the device was implanted past the expiration date of (B)(6) 2014. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint database revealed no other similar incidents reported for device expiration issue from this lot. It should be noted that the xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU) states: note the product use by date. Based on the information reviewed, there is no indication of a product deficiency.